Event description:
A malfunction alarm coded as malf 9 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on how to reset the pump and assisted the customer in doing so. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and contact support if any issues arise again.